Event description:
It was reported that insufficient ice occurred. A visual ice zero cost system was selected for a cryoablation procedure. During the procedure, however, it was reported that the ice ball was not large enough in the computed tomography (CT) images. As a result, the cryoablation time was extended. There were no patient complications, and the patient was stable after the operation. The issue was analyzed, and it was determined that there was insufficient pressure in the argon gas cylinder.